Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site inflammation. The stoma site was treated with bactroban ointment and antibiotics, the name and route of which were unknown. The patient also received intravenous (IV) antibiotics for 6 weeks for spondylodiscitis. It is unknown if the IV antibiotics were also prescribed for the stoma site. The stoma inflammation subsequently resolved.